Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus/basal delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had cracked case at the lcd window. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 135 mg/dl. The customer stated that she had a CT scan done two weeks ago and was told by the health care provider that it would not affect the pump. They were able to rewind the pump and received the check the settings alarm. The customer was assisted with clearing the alarm to review the alarm history. Troubleshooting was able to resolve the issue. The device was returned for analysis.